Manufacturer narrative:
Other relevant device(s) are: product ID: a610, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were several dates on the report that did not make sense. The caller was particularly concerned about the eri date which showed a 1-jan-2012. The charging data showed sessions in march (recharging data on the report doesn't include a date). The session history included a date from 28-feb-2001. The rep said the patient was non-compliant at the appointment on (B)(6) 2021. Additional information received from the manufacturer¿s representative (rep) reported the cause of the incorrect dates on the report was to due to an overdischarge which reset the date. The physician had not seen the patient to update the device time, and the appointment date was unknown. The physician was informed of what steps needed to be taken to update the device.